Event description:
A (B)(6) male patient contacted zoll lifecor customer support service to report the monitor response button was not blinking. The patient also reported that his one battery is not working. The patient was provided with a replacement monitor and battery pack.

Manufacturer narrative:
Monitor: (B)(4). Battery pack: (B)(4): 05/2010. Device eval summary: evaluation of monitor (B)(4) has been completed. The reported problem (response button not blinking) has been confirmed. The cause of the response button not blinking was due to a defective front response button. The cause of the defective response button was a cracked conductor on the flex circuit tail. The root cause appears to be an assembly error. The flex circuit was inadvertently creased beneath the display enclosure. No adverse event resulted from the defective monitor. The patient received a replacement monitor. Device evaluation of battery pack (B)(4) is currently underway. The reported problem (battery fault) has been confirmed. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective battery pack.